Event description:
It was reported that pump battery did not charge properly, which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level. Customer used multiple daily injections as backup insulin therapy and was instructed to place pump into storage mode before return while technical support arranged for a pump replacement.